Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the 8mm permanent cautery hook instrument was recognized by the system, its mobilization was possible, but it was not possible to trigger energy. The monopole cable was used with another instrument without difficulty, so it was not at issue. The procedure was completed with no reported injury.